Event description:
It was reported that the user's blood glucose rose after initial pump training, and multiple supply changes were performed without contacting support, during which the infusion set connector was not properly attached, resulting in continued hyperglycemia until the connector was correctly secured. Replacement infusion set and cartridge supplies were arranged, and troubleshooting and education were completed. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included the need for additional supplies and standard replacement shipment. Investigation included customer interview, product history review, and assessment of use-related factors. Investigation of this case revealed user error related to incorrect attachment of the infusion set connector, with no device malfunction reported and resolution achieved after correct attachment. It was concluded, based on previously established findings for similar reports, that the cause was use error.